Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Medical records reviewed for MDR reportability. Previously received der reported head/taper sleeve/stem removed with antibiotic spacer placed on (B)(6) 2015. Medical records reported that the antibiotic spacer was removed and a prostalac stem with head re-utilized that were placed on (B)(6) 2015. On (B)(6) 2015, medical records reported the prostalac stem and cup were removed with findings of a seroma, dark tinted synovium, necrotic parts of psoas debrided, and the femur fractured in 3 major fragments as well as several small fragments. The large fragments were repaired with cerclage wire and smaller fragments removed. The cup that had previously been unable to be removed was revised. Cup is reported on (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.